Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricle lead exhibited high capture threshold and decrease in r wave amplitude. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.